Event description:
A malfunction was reported involving a pump, identified by malfunction code 3-0x2095, and it was not resettable. There was no reported impact on the customer's blood glucose level, as the customer declined to provide this information. Technical support replaced the pump and provided necessary instructions for returning the faulty device, although the customer did not disclose what backup insulin therapy would be used during this period.